Event description:
Disposable drape found to have a tear in it. The tear was not found until the drape was used with the slush machine.technical assessment of slush machine was also done and found to be operating properly.